Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.